Event description:
Paramedics attempted to use the device to administer defibrillation therapy to a person diagnosed in cardiac arrest. The standard external paddles allegedly failed to discharge the energy when the shock buttons were pressed. A backup defibrillator was immediately available and used to administer shocks to the pt. The pt was not resuscitated. The reporter indicated the device did not cause or contribute to the pt's outcome. This opinion was based on the availability and use of a backup defibrillator.